Event description:
Customer indicated that data management system (rapidcomm) erroneously displayed account # (B)(4), when they entered account # (B)(4) on the instrument at 20:31 on (B)(6) 2013. There was no report of injury due to this event.

Manufacturer narrative:
Customer indicated that error was noticed and corrected before any results were reported, and there is no allegation of any patient treatment being affected. According to the instrument logs, the correct account number was entered on the analyzer, and then in rapidcomm the sample was reviewed with the incorrect account number prior to the mistake being realized and corrected. An account number could be changed in rapidcomm if the sample was manually entered, or if there was an adt/order feed which updated the information. The rapidcomm log files for the event in question are not available for review, so it is not possible to investigate further.